Manufacturer narrative:
Section e1: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a preloaded monofocal intraocular lens (iol) was broken. The issue occurred during handling prior to insertion, and it was confirmed that the device did not come into contact with the patient's eye. No further information is available.